Event description:
Tpn (total parenteral nutrition) was spiked with IV tubing for use. When the rn went to prime the tubing with tpn, it was noted the tubing had a hole in it. A new set of tubing obtained for use, and the tpn was started.